Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right atrial lead. The lead was capped and replaced on (B)(6) 2022. The patient was recovering post-procedure.